Manufacturer narrative:
The field service representative found contamination in the sipper tubing, which appears to be a microbial solution. He replaced the tubing and cleaned the flow path. The customer performed qc. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 ii assay results for one (1) patient sample on a cobas 6000 e601 module. The initial result was 7.77 ng/dl (with a data flag). The repeated result was 0.956 ng/dl. The reagent lot number is 45443400 with an expiration date of 31-may-2021. The results were reported outside of the laboratory.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.